Manufacturer narrative:
The end user was unsure if she turned the chair off but is aware you should turn it off before transferring. There is no alleged malfunction or defect of the device. The pronto m41 owner's manual states, "do not leave the power button in the on position when entering or exiting your wheelchair" and "always turn the wheelchair power off when transferring to and from other seats." The joystick is equipped with a feature to prevent unintentional movement of the power chair upon powering on. If the joystick is turned on and the joystick knob is maneuvered immediately after, the joystick will display an out-of-neutral-at-power-up error code and will not drive until it is returned back to neutral. The injury allegation of a broken arm and shoulder is a serious injury. The power chair contributed to the injury; however, there is no malfunction associated with the injury allegation, as the injury resulted from the end user accidentally operating the joystick while she was not seated in the power chair. Should additional information become available, a supplemental record will be filed.

Event description:
The consumer was not in the chair. She was getting off of the toilet and she fell doing so. While she was falling, her hand hit the on/off switch on the joystick and turned on the chair, and the chair ran her over and broke her arm and shoulder. She is not blaming the chair.